Event description:
Tandem tslim insulin pump isn't reliably holding a charge, will randomly drop, and needs to be charged more frequently. Had times when blood glucose readings have skyrocketed during non-planned charging. Also seems to be impacting phone battery.